Event description:
Pt needed to be paced per doctor's orders. Heart rate 54, doctor desired 100 bpm. When external pacer applied. Rate did not increased accordingly. Unless as doctor stated, you pressed down on the dial on the zoll pacer/defib, upon apparent failure. The zoll pacer/defib was brought from the ER, with the same results. After completion of evaluation by zoll, the determination was made that paddles were improperly placed.